Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector on the lcd board and unable to perform any tests due to buttons unresponsive. No frozen screen noted. The insulin pump had cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had unresponsive buttons. The customer's blood glucose level was 144mg/dl. The customer states everything was frozen and the keypad was not working. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.